Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 1, along with the entire tower and matrix drawer 1, were not detected on the bus. A field service engineer powered down the station and disconnected matrix drawer 1 and the tower from the pyxibus. The station was rebooted and allowed to fully load into the application. The station was then powered down again, matrix drawer 1 was reconnected, and upon reboot, it was successfully detected on the bus. The station was powered down once more, the tower pyxibus cable was reconnected to the communication sled, and the station was rebooted. The customer logged into the application and was able to recover door 1. All doors were tested and operated normally without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 1 had failed and were not detected on the bus and would not recover. The site had only one pyxis unit containing these medications, which resulted in a direct impact on medication availability and patient care. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.